Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided in section describe event or problem with this report. (B)(4).

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via twitter post that they experienced high blood glucose. The customer¿s blood glucose level was 463 mg/dl. The customer did not provide further details. The insulin pump will not be returned for analysis.